Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. White light was very less due to a failure of the led unit. There was rust on the top cover. Power switch made a noise. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the light intensity of the main lamp was too low. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.